Event description:
Clinical study. Thirty minutes after a coronary drug eluting stenting treatment procedure, an acute thombosis occurred. Target lesion 1 is identified in the prox. Left anterior descending (lad) with 70% stenosis and a 2.75 mm reference vessel diameter. Target lesion 1 (lad) was treated with direct stent placement of a 2.75 x 16 mm taxus express2 8.8% stent. Residual stenosis was 0% following post-dilatation. Guidewire and catheter were removed and pt was transferred to the ICU (per cath report). Approximately a half hour post-procedure, the pt had chest pain with st segment elevation and was taken back to the cath lab. Ivus demonstrated filling defects within the stented segment and multiple thrombi were seen within the stent. Pt was begun on integrilin and given a bolus of heparin. Angiogram showed resolution of 95% of the thrombus after integrilin and heparin were administered. As a result, the angiojet was not used. An ivus catheter was advanced and showed dense calcification and significant plaque burden. The stent appeared to be well opposed to the plaque with one area distally that appeared to be "somewhat crushed" (per ivus report). As a result, a 2.5 x 8 mm balloon was inflated across the entire stented segment. Re-ultrasound showed slight improvement. Further balloon dilatation was not performed due to risk of proximal and distal dissection. The pt was evaluated for clotting disorder, however all tests were negative. Physician felt the clotting problem was related to cigarettes. The pt was discharged 4 days later on plavix and asa.